Event description:
Event description cpi received information that this bipolar lead and ICD model 1749 were attempted implants due to inadequate sensing. A new ICD model 1821 was implanted with the existing endotak transvenous defibrillation lead model 74 and additional rate sense lead.